Event description:
It was reported that the ventilator's humidifier holder was broken at the point of insertion into the rail clamp. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned humidifier holder, which is attached to the rail on the ventilator, has been investigated. During testing on reference ventilator, the break could be simulated. The failure was caused by a stop screw, working it's way into the material in the joint. Before the humidifier holder becomes broken, it will first become loose and hang in a noticeable way to the user. It is at that time the appropriate measures could be taken to prevent the break from occurring.

Event description:
(B)(4).